Event description:
A power source alert 07 was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue was resolved by leaving the wall adapter plugged into a working outlet, which enabled the pump to begin charging, and no further assistance was required.